Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was exposed from the patient's skin in the pocket site. It was noted that there may be an infection. The patient was given pharmacological treatment. The ipg remains in use. No further patient complications have been reported as a result of this event.